Manufacturer narrative:
Analysis of the device image obtained from the pacemaker noted the device was in backup vvi mode due to a telemetry interruption by the user error during communication with the device. Electrical testing revealed normal device characteristics with battery voltage above elective replacement indicator (eri). Mechanical and visual testing revealed no anomalies. The reported event of backup operation was confirmed.

Event description:
During device preparation, the device went into back up mode. The device was not implanted and there was no patient involved.